Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.

Event description:
It was discovered that the 8800 systems have been shipped with film mode linearity values greater than 0.08 but less than 0.09. The spec for the 8800 system is less than 0.08 linearity. There have been no injury reported for this issue.